Event description:
On 09 oct. 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On 09 october 2025, the user reported that the system displayed results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance concerns, and the sensor was requested for further investigation. However, the sensor was not returned to senseonics prior to closure of the complaint. A review of the in-vivo raw sensor data showed optical instability around the timeframe of the reported inaccuracies. In an associated complaint (MFR# 3009862700-2025-01803), the user reported secretion of fluid and blood at the sensor insertion site on 8-oct-2025, which likely contributed to optical instability and the subsequently observed sensor inaccuracy. The user was provided with a replacement sensor as part of the resolution. The data management system (dms) shows that the user was reinserted with a new sensor on (B)(6) 2026. B4.date of this report 07 jan 2026. G3.date received by the manufacturer? 07 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4310.